Event description:
It was reported that the caller experienced a malfunction with their insulin pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. A replacement pump with updated software was sent to the customer, who will use multiple daily injections (mdi) as a backup therapy. The customer was informed of the necessary steps to transition to the new pump and instructed to return the faulty pump using a pre-paid label. They were also advised to put the pump into storage mode before returning it, and additional training would be available through their tandem source account.